Manufacturer narrative:
H.6. Investigation: one 3ml syringe inside an opened blister pack from batch 9016845 (p/n 309657) was received and evaluated. It was observed there was a lengthwise crack in the barrel wall extending from the 1.5ml to the 2.8ml marking inside the grad lines. The damage was rejectable per product specification. The potential root cause for the cracked barrel defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9016845 is considered in compliance with our product specification requirements. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing two occurrences of inability to contain medication during use. The following has been provided by the initial reporter: it was reported that the 3ml syring had a crack down the side resulting in fluids leaking upon flushing of piv. Verbatim: 3 ml syringes x 2 used that day came with a crack down the side and fluids leaking upon flusing of piv. New syringe used. Charge nurse notified.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 3ml ll 200 s/c has been found experiencing two occurrences of inability to contain medication during use. The following has been provided by the initial reporter: it was reported that the 3ml syring had a crack down the side resulting in fluids leaking upon flushing of piv. Verbatim: 3 ml syringes x 2 used that day came with a crack down the side and fluids leaking upon flusing of piv. New syringe used. Charge nurse notified.